Event description:
After successful deployment and ballooning of both components of the gore excluder aaa endoprosthesis, the trunk-ipsilateral component was found to be covering the left hypogastric artery. An attempt was made to balloon and drag the device away from the vessel, with only partial success. Due to the patent right hypogastric artery and very rapid retrograde filling of the left hypogastric artery through collaterals, it was felt that additional attempts at manipulating the graft carried more potential risks than benefit. The pt tolerated the procedure well.